Event description:
One pt sample with discrepant ferritin results. Initial result 0.5 ng/ml, repeated twice giving 48 ng/ml and 47 ng/ml. No info provided to determine if results were used to guide therapy. If add'l info is received, appropriate notification will be provided.